Event description:
A us distributor contacted zoll to report that a patient had shingles and that wearing the lifevest exacerbated the irritation. There was no alleged device malfunction contributing to the irritation. Patient was prescribed medication by a physician. Patient also reported to the physician not wearing and decided to continue not wearing until healed. The medical outcome of the rash is unknown.